Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify how much time the procedure was extended by in order to inspect the colon and close the colon? Was there any change in the post-operative care of the patient? Were there any patient consequences? Response: about the extension of procedure time, this is unknown. Unknown if there was any change in post-operative care of the patient. No patient consequences were reported to us.

Event description:
It was reported that during an unknown procedure, after stapling and opening linear cutter, the knife was pointing upwards between the 2 staple rows. Unknown if the knife was broken and there would be pieces of the broken knife left behind in the patient. To check the knife of the disposable item, a new item was opened to compare. After this action there was no reason to believe a piece of the knife would have been left behind in the patient. Consequences: extra inspection of the colon and closing the colon. Possible danger of the or team to be injured by the knife. This didn¿t happen.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: do they use reprocessed devices in their hospital? R: no, they only use brand new devices and do not reprocess. Were multiple devices used during the case in question? From the event description looks like 2 devices were used but we need to confirm that no more than 2 were used. R: according to our intel a second device was used and they finished the procedure with the second device. Is there a sharps removal procedure at the hospital? I.e. Do they remove the knife from cartridge prior to disposal and dispose the knife in the sharps container. If so what is that procedure and how do they make sure when they send cartridges back that they are sending the correct knife associated with that cartridge. R: the do not discard the knife according to our knowledge.

Manufacturer narrative:
(B)(4). Batch # r57c3a. The analysis results found that the ntlc75 instrument was received with the halves mixed and with a cartridge reload loaded on the device. The cartridge reload was received fully fired, with the pan damaged and the swing tab in the locked position. Further analysis showed that the reload had two knives loaded on it, one of the knives was inside the cartridge doghouse and the other knife was exposed approximately at the middle of the reload. In addition, the second knife was noted to be with the incorrect orientation . The instrument was tested for functionality with a test cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what caused the reload to have two knives loaded on it. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: was the cartridge reload disassembled/taken apart to compare the 2 knives at the customer or affiliate location prior to device return? If yes, were both the knives sent back for investigation. Is there any chance that both knives were put back in the same cartridge after the comparison? Damage to the cartridge pan was noted in our investigation, was the cartridge pan removed or taken apart at the customer or affiliate location? Response: no further information available. Questions cannot be answered.